Event description:
During a theraspheres work-up 2 3mm concerto coils would not deploy. They were flushed appropriately but both coils got stuck in the microcatheter. Both coils were able to be pulled out of the microcatheter causing no adverse reactions to the patient.